Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had four high watt alarms. High watt thresholds were not adjusted after increasing the pump speed. The thresholds were adjusted and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption was within normal operating ranges; 4 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that high watt thresholds were not adjusted after increasing the pump speed. The thresholds were adjusted and the vad remains in use. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to improper setting of the alarm threshold. If information is provided in the future, a supplemental report will be issued.